Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they had been having trouble with their implanted stimulator. Patient said when they would go to charge up, the implant would get hot. Patient said each time they charge up, the warmer the implant would get. Patient said this started about 4 months ago and mentioned they fell a year and a half ago and had diagnostics done at that time and everything seemed good. Patient also said they were having more problems with pain the last 2 weeks. Patient then said where the implant was would be sore. Patient also said their muscles would ache and on the weekend of the 14th, they couldn't even get out of bed because the pain was so severe. Patient confirmed they were also sore when the stimulation was on and off. Patient mentioned they kept the stimulation on so they could help their legs, but different parts of their back had been hurting and are sore. Patient said they have a doctor appointment tomorrow and wanted a rep to be there. The patient was redirected to their healthcare provider to further address the issue. The rep later noted that the pt was getting adequate relief with current therapy settings. The leads intact on interrogation. Patient complained of discomfort to battery site. "It rubs on belt line of pants". Md scheduling patient for battery pocket site revision. The patient is scheduled for battery pocket site revision on (B)(6) 2024. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported pain at ins site. Patient requested pocket site revision "battery was rubbing against belt." Pocket site revision was performed on (B)(6) 2024. New site is above belt line. Patient is satisfied with outcome. Issue resolved.